Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. A hole had developed in the d/l tubing just distal to the bifurcation, which allowed one of the lumens to leak. The surface of the material around the split was granular. The hemoglide catheter exhibited signs of use. The d/l tubing was discolored. The printing on the bifurcation was worn. Tape residue was visible on the d/l tubing and bifurcation. The break is possibly related to a combination of mechanical stresses and chemical degradation; however, the exact mechanism of damage is unk. No defects related to the mfg process were found on the complaint sample. A chr of lot # reqf0325 showed no other similar product complaint(s) from this lot.

Event description:
It was reported that during the start of dialysis a leakage was seen, approx. 1.5cm below the bifurcation (marked with an arrow). Catheter was replaced.